Event description:
It was reported that during a laparoscopy appendectomy procedure, the active blade came off inside of the patient then had to be removed using a grasper. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.